Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/21/2016 with the following findings: there were several pump reboot events observed in the black box on (B)(6) 2016. The battery cap was able to fit to maintain an electrical connection. The battery cap contact height measurements were out of specifications. The pump powered on correctly with no power interruptions duplicated. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.